Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter. On the first approach the physician used a dilator/sheath to dilate up to the jugular. Upon, trying to insert the 12 fr dilator/sheath the sheath was bunching up and resistance was encountered. Consequently the dilator/sheath was removed and returned. A second attempt was performed. However, upon deployment the filter would not open. It is suggested the cause of the filter not opening was the legs being tangled. It is also suggested that one or more legs may have hooked onto the vena cava due to no migration of the filter. The second filter remains in an unopened position in the pt. A third greenfield vena cava filter was attempted and successfully deployed about 1/2 cm above the second filter. A vena-cavagram was performed and no clots were noted. The procedure was successfully completed. The pt is reported as 'fine' following the procedure; no injury or complications were reported. Same as MFR report# 6000118-2004-00033.